Event description:
It was reported during monthly check out that cardiosave intra aortic balloon pump (iabp) had safety disk won¿t pass leak test. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.